Event description:
The customer reported a sys file corrupted error. The fse noted the sys would not boot up. There is no report of pt injury or death.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The software upgrade was installed during the svc call. The system was tested and found to be working as intended and put back into svc.